Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left circumflex (lcx) coronary artery. The lesion was pre-dilated with a 1.5x12 mm semi compliant balloon dilatation catheter (bdc) at 12 and 14 atmospheres. The 2.75x38 mm xience prime stent could not cross the lesion due to the anatomy and was removed. A 3.0x23 mm xience prime was then able to be advanced and deployed. Post dilatation was performed with a 3.0x12 mm non-compliant bdc and a distal edge dissection was noted. Another xience prime stent was used to cover the dissection. There were no adverse patient sequela. No additional information was provided.